Event description:
The customer reported that the sys would not save data or images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation, and replaced the cpu card. The sys was tested and found to be working as intended and put back into svc.